Event description:
The customer reported the system locked up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and repaired it. The system operates as intended. Further repair info is not available.